Event description:
The customer reported the ventilator would only operate on backup battery and not when plugged into ac power. The customer reported the unit was not in use therefore there was no patient involvement or harm. The manufacturer's field service engineer (fse) confirmed the unit would not turn on when connected to ac power. The fse replaced the power supply to address the reported problem. Applicable final testing was performed per operating specifications and passed.

Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Manufacturer narrative:
Supplemental report